Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two different bd saf-t-intima¿ IV catheter safety systems leaked after usage on one patient.

Event description:
It was reported that two different bd saf-t-intima¿ IV catheter safety systems leaked after usage on one patient.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7349721. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. Closer inspection of the affected region found the leak to be originated between the flare and the wedge. Our team of engineers successfully duplicated the manufacture of this defect by increasing the pressure applied to certain sections of the manufacturing process. Additionally, a second sample was similarly tested and evaluated. Our engineers noted that the tubing of the device possessed a small hole which lead to the leak. Despite a full review of the manufacturing line, our engineers were unable to identify at potential causes for this type of damage at this time. The reported leakage by customer was confirmed after to perform leak test 2 samples provided. Samples were reviewed per damages however the damages cannot be observed by the conditions as were received the units with blood. Therefore, samples were tested per leak at 20 psi of in and 8 psi of out according qcge-011sp. Leakage was confirmed in both samples. First sample: based on investigation developed by nogales team, the leakage was found in the catheter between flare and wedge (cut): nevertheless, this defect is not common in our process and in a period of 5 years this defect has not been presented. Engineering team tried to reproduce the defect in semi-automated swedger performing an incorrect setup in the rubber wheels exerting too much pressure. Although the defect was not equally, we confirm and associate the damage in the catheter to manufacturing process. Second sample: based on the results obtained, the leakage could be identified (tubing partial cut or hole). Nevertheless, the cause could not be determined due to the defect could not be reproduce by engineering team. In our process we first assembly the needle in wing/inserter and the needle cover. Needle never has contact with the pvc extension tubing. DHR was reviewed with the intention of finding a failure in the equipment or quality problems during assembly that could be related with the reported failure mode; however, no problems were found. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions.